Event description:
The patient stated that while changing her insulin cartridge, the plunger became stuck to the piston rod of the infusion device causing a small amount of insulin to spill into the cartridge compartment. The patient was educated on the proper procedure for removing the insulin cartridge and was advised to allow the infusion device to dry for 24 hours before reconnecting. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method and result: no product will be returned for evaluation.